Event description:
Printed article reads: "commonly used medical device prone to simple human error; critics say there's an easy fix." Pump graph. "When danielle mccray died of a morphine overdose at tallahassee memorial hospital, she was hooked to a common painkiller dispenser so prone to simple, but deadly, errors that some medical experts say the device should be recalled or redesigned. Interviews with medical experts in canada and the united states, along with a review of FDA incident reports reveal: dozens of deaths and near-fatal drug overdoses have occurred in hosps nationwide involving the infusion pump, a bedside device used to deliver measured doses of painkiller intravenously. Human error is the leading cause of death involving infusion pumps. Two independent medical watchdog groups as well as the agency that sets national standards for hosps have issued warnings about the potential for deadly mistakes on infusion pumps and have called for hosps to take precautions. The risk of deaths could be greatly reduced by a simple change in the pump's preprogrammed settings. Abbott laboratories, which made the brand of infusion pump used on mccray, says there is nothing wrong with its product, the lifecare pca plus ii. Instead of a new design, abbott advocates better training of nurses. The 19-yr-old mother was found dead 2/28 in her maternity ward bed, six hrs after her baby was delivered by cesarean section. A toxicology test showed she had four times the lethal amount of morphine in her blood. Tmh officials decline to discuss the death, but state atty willie meggs, who cautions that he has yet to reach his own conclusions, said the initial evidence points to human error. 'I know enough to know where everybody seems to be is the machine did not malfunction. It was misprogrammed,' meggs said. The inquiry illustrates a little-heeded national problem with critical medical devices that are technically reliable but so difficult to use, they invite deadly mistake. According to the democrat's review of case files in the FDA's medwatch program, a national reporting system for medical device incidents, since mid-1996 there have been 141 infusion pump deaths -- 17 on the lifecare. In the 73 incidents in which the cause of death was reported, 35 (or 48 percent) were attributed to user error. Two out of three times, the mistake was in programming. Infusion pumps are a common piece of bedside equipment, preferred over the old labor-intensive process of medication carts and manually administered doses of painkiller. Tallahassee memorial, a mid-sized hosp with about 600 beds, has as many as 85 of the lifecare pumps in stock, marketing vice president ron brafford said. Tallahassee's other hosp, tallahassee community hosp, does not use the lifecare, according to spokeswoman melanie williams. In 4/99, abbott told the FDA, a hysterectomy pt put on a lifecare pump loaded with dilaudid was discovered 55 mins later without a pulse or breath, after receiving four times the prescribed dose of painkiller. She was resuscitated but was brain dead, and died three days later. Similarly, last summer, a nurse set a lifecare pump to deliver 10 times the prescribed dose of painkiller -- by misreading a decimal point, said tim ritter, who investigated the case for an independent medical testing lab. 'The pt was wiped out' immediately, he said. For every death on the lifecare or other infusion pump, the medwatch files contain more than four reports of pts who received overdoses and lived. The records recount case after case in which a pt was rescued from overdose by a life-saving shot of naloxene, an antidote to morphine. 'We've had a number of naloxene rescues,' said dr john doyle, a staff anesthesiologist at toronto gen hosp, whose concern led to a series of univ of toronto research projects on the lifecare. 'Luckily, there were no deaths.' The true number of fatalities and close calls likely is far higher than the medwatch files indicate, because compliance with FDA reporting requirements is so sparse. 'It's mandatory, but nobody reports,' said hedy cohen, at the institute for safe medication practices, a philadelphia-based agency focused on tracking and preventing medication errors. In tmh's case, the evidence that showed how mccray died has been lost. Tmh has told investigators that it can't identify which pump was used on mccray, and an atty for one of the nurses involved said no printout was made of the pump's computer memory before it was lost. A call for change: three years ago, after documenting four misprogramming deaths on the lifecare, a national medical device tracking agency known by the initials ecri issued a nationwide hazard report, warning that the pump is prone to error and urging hosps not to buy it or similarly designed pumps. Abbott responded with a 'dear clinician' letter to infusion pump customers. In the letter, obtained by the democrat, the co refuted ecri's report and said the article 'ignores inherent safety features that make the abbott pca device one of the safest to operate.' Abbott already was receiving criticism from another corner. The institute of safe medication practices in early 1996 began reporting efforts by a group of chicago pharmacy directors to have the lifecare redesigned because of the possibility of overdosing pts with a simple programming mistake. 'The pharmacists believe this has happened at several (chicago) area hospitals and have called upon abbott to re-program pump software,' ismp reported. Ismp repeated the alarm last july, when it reported another lifecare misprogramming death and classified the pump as 'error-prone'. Ismp's officers personally asked abbott to redesign, if not recall, the pump. 'I begged them to do something about it,' ismp president michael cohen said in an interview. Both groups, along with engineering researchers at the univ of toronto who have documented problems in the lifecare for eight years, - continued in b6.